Manufacturer narrative:
Emdr section h6, codes b14, c19 and d15 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Evaluation summary. The device evaluation showed the following: - the returned catheter hub was marked as part of generic device manufacturing lot 30006774. - the endoprosthesis was deployed from the delivery catheter. - there is no damage observed along the length of the delivery catheter blue outer shaft. - the deployment line and deployment knob were returned separated from the delivery catheter hub. The deployment line remains attached to the deployment knob. No frays or nicks were observed in the deployment line and the deployment line was returned intact. The end of the deployment line is cleanly cut as expected during manufacturing. - there is a twist/kink in the polyimide guidewire lumen near the trailing olive. There is also a slight constriction of the guidewire lumen near the leading olive. - during the evaluation, the deployment line lumen was flushed with water indicating that there is not an obstruction within the lumen from the catheter hub to the trailing olive. The device evaluation found kinks in the delivery catheter polyimide guidewire lumen. This observation was not reported in the complaint description, and it is unknown when the guidewire lumen kinking occurred. There was no reported difficulty advancing the delivery catheter to the endoprosthesis deployment location. The reported difficulty deploying the endoprosthesis from the delivery catheter could not be confirmed in the evaluation.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using a non-gore stent graft (aorfix). To treat a proximal type I endoleak, it was decided to place an aortic extender endoprosthesis (pla) of the gore® excluder® aaa endoprosthesis. During deployment of the pla, greater than usual resistance was encountered. Fluoroscopy confirmed that the proximal portion of pla had not fully expanded. Balloon dilation was performed, and it was confirmed that the previously underexpanded section had fully expanded.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.